Event description:
It was reported that the patient had fallen and landed on his back ¿almost 2 months ago.¿ immediately after the fall, the patient had a loss of therapeutic effect. The whole left side and part of the right side were not working. The patient could only feel therapy in a small area in the lower back. After being seen by a manufacturer representative on (B)(6), it was found that one of the patient¿s two percutaneous leads was ¿completely out of impedance¿ and the patient had lost coverage on the right side. After imaging was done, the leads were not found to have visibly moved. The patient was going to be scheduled for a lead revision to replace the lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported their healthcare provider (hcp) was no longer at their location, so they were given the ¿run around for so long¿ that by the time the issue was addressed the consumer¿s pre-existing heart condition caused their heart condition to deteriorate so they were no longer eligible to be cleared for surgery by their primary care physician (pcp), so a revision wasn¿t possible. The consumer stated they hadn¿t used the device since the fall and suddenly only feeling stimulation on the right side, but they wanted to see if they could get it working. It was noted the consumer didn¿t mention the device was overdischarged or was unable to be communicated with but based on the timeframe and device capability patient services reviewed they were sure overdischarge was likely to have occurred by now.

Event description:
Additional information received reported that the patient had not yet been scheduled for the lead revision.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(6); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 -(B)(6); product type lead. (B)(4).